Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hardware maintenance needed. User tried multiple times and did not restart machine. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) troubleshot the issue with the non functional matrix drawer and identified that the pyxie bus cable was not seated correctly. The cable was properly reseated, and the drawer was tested using the hardware test application. Following these actions, the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.